Manufacturer narrative:
Lot number or product was not provided by the reporter, consumer disposed of product; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Chipped tooth [tooth fracture]. Tooth sore [toothache]. Oral-b toothbrush broke off and fell into mouth while brushing [device breakage]. Oral-b triumph professional care toothbrush was slowing down [device physical property issue]. Case description: a consumer reported that they, a male age (B)(6), used oral-b triumph flossaction brushheads toothbrush head refill 1 applic, 1/day for 2 minutes beginning (B)(6) 2012 through (B)(6) 2012 on his oral-b triumph professional care toothbrush. The consumer noticed that the toothbrush was slowing down and reported that the brushheads broke off and fell (popped) into the mouth while brushing resulting in a chipped tooth on (B)(6) 2012. The consumer took aleve because the tooth was sore. The consumer went to the dentist two days later where the dentist repaired the tooth by applying a sealant then filling the tooth. The consumer mentioned that three of the brushheads have fallen off in the last eight months. The case outcome was recovered. Past medical history included: allergy - none. No further information was provided.